Event description:
It was initially reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful valve replacement, as the valve was "obstructing the coronary ostium. It was felt at this time that the patient would benefit from removal of this valve and enlargement of the aortic root."

Manufacturer narrative:
(B) (4) = unsuccessful valve replacement.(B) (4) = device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.